Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post-operative bleeding was observed in the patient's abdomen the evening after discharge. The bleeding was observed to be from the seal point. A cautery device was used to stop the bleeding and the patient is currently fine. No transfusion was needed. The original procedure was a salpingectomy. End tones were heard during the procedure and no issues were noticed.